Manufacturer narrative:
It was reported that the patient was implanted with a yukon oct system construct from c3 to t1, on (B)(6) 28, 2021. Screw fractures were noticed at t1 during a follow-up x-ray. Visual, dimensional, functional and material analysis could not be performed as the device remains implanted in the patient. Device history records and complaint history could not be reviewed as the lot number was not provided. A review of complaint history associated with the subject catalog number was performed, and no adverse trends were observed. According to the yukon surgical technique, internal fixation devices are load sharing devices which maintain alignment until healing occurs. If healing is delayed or does not occur the implant could eventually break, bend or loosen. Loads produced by load bearing and activity levels will impact the longevity of the implant. Correspondence with company representative states that the patient's activity level is unknown, the patient did not fall after the initial surgery, and fusion was not achieved. An exact cause of the event could not be determined. Potential causes include: patient performs high activity level, unstable initial construct, etc.

Event description:
It was reported that two yukon polyaxial screws fractured at t1, about 5 months post- operatively. No adverse consequences were reported. Revision surgery has not been performed nor scheduled at this time. This record captures the first of the two reported yukon polyaxial screws.

Manufacturer narrative:
Device remains implanted in the patient.

Event description:
It was reported that two yukon polyaxial screws fractured at t1, about 5 months post-operatively. No adverse consequences were reported. Revision surgery has not been performed nor scheduled at this time. This record captures the first of the two reported yukon polyaxial screws.